Manufacturer narrative:
(B)(4). Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, the outer gasket was broken and dropped off, gasket was retrieved. Another device was used to complete the case. No pt consequences.